Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited over-sensed noise and loss of capture. No programming changes were performed. Further information was requested however was not provided.

Manufacturer narrative:
Further information was requested but not received.